Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the side-port/check-flo assembly completely separated from the sheath. The patient had heavily scarred groins and insertion of the 7fr sheath was difficult. Dilators were used to aid in the insertion. No part of the device remained in the patient. Patient did not require any additional procedures due to this occurrence. No adverse event occurred to the patient because of this fault.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, manufacturing instructions(mi), dimensional verification, quality control(qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. The returned device was examined. The flare was well formed and meets specification when measured using a go-no-go gauge. There appears to be some damage to the flare from being pulled through the cap. Per qc, instructions are in place to confirm correct proximal check-flo valve assembly. Disc must be correctly positioned in check-flo cap; assembly must be clean and free of debris. If applicable, verify glue joints are secure with no sharp edges. Inspection methods are in place to visually examine. Manually attempt to pull fittings apart. Confirm check-flo fittings are fully snapped or glued and secure." Also, to confirm flare on proximal end of sheath is caught securely in proximal fittings. Sheath must not rotate in cap fitting. Verify that coils in sheath continue into cap. In addition, the sheath is gently tug and twisted at proximal fittings. Gently bend sheath at distal end of fitting, verifying presence of coils continuing into the fittings. There is no evidence to suggest the product was not manufactured per specification. It is feasible to suggest the device met resistance beyond its intended design. We will continue to monitor for similar complaints.

Event description:
During the procedure, the side port/check-flo assembly completely separated from the sheath. The patient had heavily scarred groins and insertion of the 7fr sheath was difficult. Dilators were used to aid in the insertion. No part of the device remained in the patient. Patient did not require any additional procedures due to this occurrence. No adverse event occurred to the patient because of this fault.